Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there was poor or no telemetry with recharging. The rep reported poor communication. The rep reported that the patient was unable to charge her implant, she was getting the poor communication message on the recharger and she last charged on (B)(6) 2017. The antenna was repositioned over the ins, the antenna dial was turned through all 4 positions and the belt was properly positioned and the issue didn¿t resolve. The rep also reported that there was a poor communication screen on the patient programmer (pp). A replacement antenna was sent to the patient. Additional information was received from the rep on (B)(6) 2017. The rep reported that the patient wasn¿t able to communicate with the ins even with the replacement antenna; the clinician programmer would also not communicate with the ins. The rep reported that they did two physician mode recharge (pmr) and were still getting poor communication. The rep reported that the patient charged every tuesday and friday so they last charged on tuesday of last week and then saw poor communication on friday. The rep reported that they were no longer with the patient to check recharge stats to see when the actual last recharge session was. The rep reported that they would likely try one more pmr and then talk further with the patient/physician. The patient reported that she received the replacement antenna but she was still seeing the reposition antenna screen on the recharger. The patient reported she couldn¿t communicate with the ins using the pp and reported seeing the poor communication screen. No further complications were reported.